Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an angiojet solent omni thrombectomy system. The pump assembly, effluent/supply line, shaft, tip and spike line were visually examined for damage or any irregularities. The shaft showed no damage. The tip showed severe damage in the form of bending and collapsed windows. It was noticed that the hypo-tube was broken 1cm from the tip. Functional testing was competed per device preparation. The device was inserted into the ultra drive unit console and the device would not prime. The error of check saline supply was illuminated on the console. The devices pressure could not be verified due to the device would not complete the prime cycle. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 27-january-2021. It was reported that an error message was displayed. The target lesion was located in the left lower limb. An angiojet solent omni catheter was used for a thrombectomy procedure. During the procedure under thrombectomy mode, it was noted that check saline supply error message occurred. The console was reset but the error existed and alerted to replace the catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed a hypotube break.